Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device unexpectedly powered down. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the device unexpectedly powered down and requested an onsite evaluation of the device. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the power cord was faulty. After replacing the alternating current (ac) power cord, the asp conducted complete performance verification testing (pvt) according to the manufacturer's specifications. The device passed all testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.